Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell from the customer's belt causing the infusion set to be pulled out multiple times. There was no reported impact to the customer's blood glucose.